Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a new onset left bundle branch block (lbbb) and complete heart block were identified. A temporary pacemaker wire was placed. A two-hour electrocardiogram (ECG) identified sinus bradycardia, first degree atrioventricular block with atrial paced rhythm. The temporary pacemaker wire was removed the following day. The discharge ECG noted only lbbb. A holter monitoring continued at discharge. The lbbb was noted as ongoing at the ECG performed thirty-six days following the implant of the valve. Five months and three days following the implant of the valve, dizziness and fatigue occurred. The patient bent over and had a brief loss of consciousness while alone. It was thought that the duration of the loss of consciousness was between thirty seconds to two minutes. Six days later the patient presented to emergency department (ed) and was later admitted to the hospital. ECG showed bradycardia, st / t wave abnormality and an anteroseptal infarct of an indeterminate age. A cardiac monitor showed second degree atrioventricular block. Five months and ten days following the implant of the valve, a permanent pacemaker was placed, and the patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the complete heart block and left bundle branch block occurred after the placement of the non-medtronic guidewire and before the valve was implanted. The patient was transferred to the cardiac care unit (ccu) with the temporary pacemaker. A chest x-ray the day following the valve implant procedure noted bibasilar atelectasis. An echocardiogram this same noted the transcatheter valve was functioning normally. The complete heart block and left bundle branch block (lbbb) had reportedly prolonged the hospitalization. Intravenous venous medication was required for the syncopal episode. Further, approximately 7 months following the valve implant the complete heart block and left bundle branch block (lbbb) were considered resolved.

Event description:
Additional information was received which indicated the syncopal episode occurring approximately 5 months following the valve implant was unlikely related to the valve. No further information provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a new onset left bundle branch block (lbbb) and complete heart block were identified. A temporary pacemaker wire was placed. A two-hour electrocardiogram (ECG) identified sinus bradycardia, first degree atrioventricular block with atrial paced rhythm. The temporary pacemaker wire was removed the following day. The discharge ECG noted only lbbb. A holter monitoring continued at discharge. No further treatment was provided. No adverse patient effects were reported. Additional information was reported that the lbbb was ongoing at the ECG performed thirty-six days following the implant of the valve. No adverse patient effects were reported. Additional information was reported that five months and three days following the implant of the valve, dizziness and fatigue occurred. The patient bent over and had a brief loss of consciousness while alone. It was thought that the duration of the loss of consciousness was between thirty seconds to two minutes. Six days later the patient presented to emergency department (ed) and was later admitted to the hospital. ECG showed bradycardia, st / t wave abnormality and an anteroseptal infarct of an indeterminate age. A cardiac monitor showed second degree atrioventricular block. Five months and ten days following the implant of the valve, a permanent pacemaker was placed, and the patient was discharged. No additional adverse patient effects were reported. Additional information was received which noted that the complete heart block and left bundle branch block occurred after the placement of the non-medtronic guidewire and before the valve was implanted. The patient was transferred to the cardiac care unit (ccu) with the temporary pacemaker. A chest x-ray the day following the valve implant procedure noted bibasilar atelectasis. An echocardiogram this same noted the transcatheter valve was functioning normally. The complete heart block and left bundle branch block (lbbb) had reportedly prolonged the hospitalization. Intravenous venous medication was required for the syncopal episode. Further, approximately 7 months following the valve implant the complete heart block and left bundle branch block (lbbb) were considered resolved. Additional information was received which indicated the syncopal episode occurring approximately 5 months following the valve implant was unlikely related to the valve. No further information provided. No additional adverse patient effects were reported. Additional information was received that per the physician, the patient's presentation was caused by reduced deep inspirations. The medtronic valve was not a contributing cause and no treatment was specified. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Sixth paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: aware date: 2023-03-16 supplemental regulatory report 2025587-2022-00101 was submitted with the incorrect year. This supplemental correction report corrects the aware date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was provided and has been updated in section a.5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.